Event description:
Cuff leaking during intubation. Patient cannot be ventilated adequately.

Manufacturer narrative:
H6: 4756 (appropriate impact term/code not available): endotracheal tube. The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 06 dec 2024 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. . Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Manufacturer narrative:
H6: 4756 (appropriate impact term/code not available): endotracheal tube the product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2024 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife . Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. The complaint investigation was performed based on the content of the issue reported. Based on the complaint report no patient was affected. The complaint investigation was performed based on the content of the issue reported. Based on the complaint report no patient was affected. The customer did not provide photo images of the issue; therefore, the complaint could not be confirmed. However, a supplier corrective action report scar24-003 that has been initiated to well lead to further investigate the leak issue. A risk assessment was performed, and the ultimate risk was determined to be low which does not require reporting to the CAPA review board. This is the first complaint reported for part number I-pfhv-85. There were no other complaints reported for part number I-pfhv-85 during the same timeframe. Due to a trend for leaks scar24-003 has been initiated. A resolution letter was sent to the customer. We will continue to monitor trends during our periodic complaint review meetings.

Event description:
Cuff leaking during intubation patient cannot be ventilated adequately.